Event description:
The following was reported to hamilton medical ag: this c1 was being used on a patient. But suddenly the alarm kept going off and the screen showed tf431001, tf446029, and tf485001. The device went into ambient mode. The hospital staff immediately replaced the ventilator and the patient was unharmed.

Manufacturer narrative:
The investigation is still ongoing. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: this c1 was being used on a patient. But suddenly the alarm kept going off and the screen showed tf431001, tf446029, and tf485001. The device went into ambient mode. The hospital staff immediately replaced the ventilator and the patient was unharmed.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective driver board. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).